Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified potential high impedance within the battery. Device replacement was recommended. Subsequently, this pacemaker was explanted due to advisory or recall and replaced with different model. No additional adverse patient effects were reported.

Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected and identified potential high impedance within the battery. Device replacement was recommended. Subsequently, this pacemaker was explanted due to advisory or recall and replaced with different model. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the date of event field (b5) in section b, adverse event/product problem.